Manufacturer narrative:
Block exact date unknown, event occurred a year ago from the date the manufacturer was made aware. Explant date: a year ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2108-50m serial: (B)(4). Batch: 11925/13274/13275.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.